Event description:
It was reported that the patient experienced an altered mental status that resulted in in-patient or prolonged hospitalization. No further information was provided. Additional information has been requested, but was not available as of the date of this report. The device system was used to deliver dilaudid, bupivacaine and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information received reported the event ended up no being related to the pump.